Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller was returned for evaluation. No device malfunction was reported against the controller; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the controller from performing as intended. Review of the controller log files did not reveal any anomalies within the analyzed period. Failure analysis of the returned controller revealed that the controller passed functional testing. A visual inspection under 10x magnification revealed a hairline crack around power port two. An internal inspection did not reveal evidence of fluid ingress. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was returned to the manufacturer as a wild return. The controller subsequently tested out of specification during man ufacturer's analysis. No patient complications have been reported as a result of this event.